Manufacturer narrative:
(B)(4). Implant date: 2021. Concomitant medical products: 42532008301 - tibia cemented 5 degree stemmed left size h - unknown. 42511401012 - articular surface fixed bearing posterior stabilized (ps) left 12 mm height - unknown. Report source: foreign country: (B)(6). (B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a primary knee surgery. Subsequently, the patient underwent a revision surgery due to femoral loosening approximately one year later. Attempts have been made and no further information has been provided.